Event description:
New information states that the atrial lead was repositioned on (B)(6) 2016 successfully, the device was reprogrammed, the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post followup, the atrial lead exhibited sensing anomaly and intermittent capture. No intervention had been done. The lead remained implanted. The patient was stable.